Manufacturer narrative:
Software has not been evaluated as of the date of this report.

Event description:
A medtronic rep reported that during a cranial surgery, the surgeon was unable to realign registration due to check-points no longer being visible in the field as the surgeon had moved the reference frame. The stealthstation treon guidance system had shown him his entry point and trajectory. The tumor was superficial so the surgeon decided to proceed with the case without navigation. No impact on the pt outcome was reported.